Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to instability, discomfort, clicking and popping, and subluxation. The surgeon noted slight lateral tracking of the patella as well as significant scarring that was debrided around the area. All components were well-fixed. The tibial tray was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2017; dor: (B)(6) 2017; left knee.